Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient awoke to an ilet with an unresponsive screen displaying a black screen with a blue circle. Charging and wake attempts were ineffective, and the paired phone indicated the pump was disconnected, consistent with a screen or user interface malfunction. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included transition to backup therapy and continued cgm use via the dexcom app or receiver, with instructions that the replacement device would require a full startup process and that data from the original device would not transfer. Investigation included remote troubleshooting guidance and arrangement for device replacement with instructions to shut down the ilet and return the original device using a provided shipping label. Investigation of this device did not reveal a failure of the display or related interface components preventing normal operation, consistent with a screen-unresponsive device problem without associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction.